Event description:
It was reported to medtronic minimed that the customer experienced battery cap damage. The customer reported no adverse event. The event involved product(s) mmt-1884l. The customer reported physical damage to the pump battery cap. No harm requiring medical intervention was reported. The customer will discontinue to use of the pump. Mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Customer returned pump for alleged cosmetic damage located at the battery compartment and battery cap found on 10 april 2024 p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case, stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, cosmetic damage was confirmed at the battery compartment. Cosmetic damage was not confirmed at the battery cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.